Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. If additional information becomes available, it will be evaluated and the results will be submitted in a supplemental report.

Event description:
A subject enrolled in the trident tritanium acetabular shell revision study was determined to have previous implants manufactured by stryker. The reason for revision was indicated as aseptic loosening.